Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup system controller had a backup battery alarm after a new battery had been inserted. Another new battery was tried but the alarm did not resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured backup battery fault alarm events that was active relating to the date being synced to the year 2028. This would have resulted in the system controller to detect the backup battery was beyond the service life. The system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis. The heartmate 3 instructions for use (IFU), in section 7 - entitled ¿alarms and troubleshooting¿, addresses all alarm conditions, including clock not set alarm. Clinicians should use the system monitor to set the system controller¿s internal clock. In section 2, "setting the system controller clock", it is noted the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery. In section 4, "system monitor", the steps are the same to set the date and time on the system monitor and the system controller. The date and time box displays the current date and time. Pressing the modify button opens a screen, which has on-screen instructions for setting the date and time. Also, under status of the 11 volt lithium-ion backup battery, "replace in"¿indicates the number of months remaining before the system controller's 11 volt lithium-ion backup battery expires. The number is highlighted when 6 or fewer months remain. No further information was provided. The manufacturer is closing the file on this event.